Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that a malfunction in the recognition of the malleable suction occurred. There were no problems with other products being removed. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. Additional information was received. It was reported that the recognition malfunction was an instrument tracking issue.

Manufacturer narrative:
H3, h6) the instrument has not returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable. A1-5: select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.